Manufacturer narrative:
The device eval did not identify any specific attribute on the I/a tip that would have caused the capsule to break. The cause is unk.

Event description:
The surgeon reported to the company's sales rep that he had experienced a several broken capsules during cortex removal using a barrett I/a tip. Vitrectomies were performed on all the pts. This is 1 of 3 reports.